Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had high shock impedances out of range greater than 145 ohms, where there had been a shock into an open circuit about 5 months ago. The shock was able to slow the arrhythmia and eventually broke. The impedances had since been stable on daily measurements, however the physician decided to revise the system. The device was explanted and replaced, and the rv lead was surgically capped and replaced. No additional adverse patient effects were reported.